Manufacturer narrative:
Mep13 probes are sterile, single use devices, indicated to obtain tissue samples from the breast or axillary lymph nodes for diagnostic analysis of breast abnormalities. One mep13 probe from lot # f1183310d was received in fair condition. Use in a procedure was evident on the probe. The was probe connected to a holster for functional evaluation. Using chicken breast as a medium, the device was unable to obtain samples. Further visual inspection found breast tissue clogged in the device cutter. Once the cutter was cleared, the device obtained samples as designed. The customer holster was not returned for evaluation. Based on product knowledge, the reported event could be caused by a lack of vacuum. Without a customer holster, a root cause cannot be confirmed.

Event description:
Devicor medical products, inc. Has received a report from the sales representative stating, "during procedure mep13 probe did not pick up samples. Procedure was completed with another device". This has been documented in our complaint system as record # (B)(4) .